Manufacturer narrative:
Evaluation revealed the returned conical extractor to be the primary product. No other associated product was reported. Review of the device manufacturing history record / inspection records revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. The conical extractor returned was documented as faultless prior to distribution; thus, we exclude deviations in material and manufacturing. The first windings of the thread at the tip of the conical extractor are broken off obliquely. The broken off tip was not returned. The breakage surface shows the typical appearance of a brittle forced fracture - smooth topography and no plastic deformation. The breakage line is directed significantly oblique. The conical extractor is developed for implant (screw) extraction. It is used as the last option (¿emergency instrument¿) in case that standard instruments fail during explantation. Appearance of the breakage surface and the oblique breakage line of the subject conical extractor indicate, that the device broke in a brittle manner due to a combination of torsional overload and high bending stresses (using the item as a lever). The instrument is laser-marked with the information ¿do not lever¿ in order to prevent this kind of issue. Based on the above the root cause of the reported event is not related to a deficiency of the device, but is rather linked to misuse by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the purchasing dep. Of the hospital, that the crest of thread broke inclined during unscrewing.

Event description:
It is reported by the purchasing dep. Of the hospital, that the crest of thread broke inclined during unscrewing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.